Event description:
Related manufacturer reference number 1627487-2022-01573. It was reported that the ipg could not be set into MRI mode. System diagnostics recorded high impedances on all lead contacts. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.